Event description:
The customer reported to philips, "battery power off." There was no patient involvement.

Event description:
The customer reported that the battery power is off; battery can't be charged. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.